Event description:
The following description of the event was copied from a carefusion ventilation complaint form submitted on behalf of the user facility by the distributor in (B)(4). "Xdcr fault error (2.0.1690), and irregular ventilation "continuous triggering"".

Manufacturer narrative:
(B)(4). The distributor (B)(6) determined that the most likely cause of the reported event was a malfunctioning main pcba. As of the (B)(6) 2015 the alleged faulty main pcba has not been returned to carefusion for evaluation.